Event description:
Baxter reports a home pt called baxter's technical service center to report a se 2240 alarm in initial drain of apd therapy with the homechoice machine. The pt was not connected to the pt line of the homechoice set at the time the alarm sounded and then reportedly connected to the set. Baxter's technical service center assisted the home pt in ending the therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident per international affiliate.